Event description:
An agilis sheath was one of two transseptal sheaths used in the atrial fibrillation ablation. A biosense webster lasso was used in the left atrium along with a cool path catheter. The ensite system was used for navigation in conjunction with a navx patch. After completing the ablation, it was noted that a pericardial effusion was present. A cardiologist was contacted and a pericardiocentesis was performed. The physician reported that over 500 ml of fluid was withdrawn from the pericardium in the lab. The pigtail was left in the pt overnight without any additional drainage. The pt remained stable throughout. The pt did not exhibit any additional problems as a result of the injury. The physician does not believe the injury was caused by the navx patch, ensite system nor the agilis sheath. The cause for the perforation could not be determined. No lot numbers are available for the biosense webster lasso or cool path catheters. No serial or lot numbers were provided for the ensite system or the navx patch. The ensite system was functioning normally.

Manufacturer narrative:
The agilis device was not returned for analysis and review of the device history record was not possible as the lot number is unknown. Based on the information provided, the cause for the reported perforation remains unknown. It should be noted dr (B)(6) does not believe the injury was caused by the navx patch, ensite system nor the agilis sheath.